Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak syringe was missing some scale markings. The following information was provided by the client: "hypodermic syringe without needle 5 ml (complaint: no graduation)."

Event description:
It was reported that a bd plastipak syringe was missing some scale markings. The following information was provided by the client: "hypodermic syringe without needle 5 ml (complaint: no graduation).".

Manufacturer narrative:
Investigation summary: photo received for investigation. Upon visual inspection, absence of marking on the barrel is observed. A device history review was performed for lot 9254009, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with failure that occurred in the assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.